Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes the samples were clotting. The samples were redrawn and clotting continued. This occurred 6 times. There was no report of impact to the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 18-oct-2024 investigation summary bd received 199 samples for investigation. The samples were evaluated by visual examination and 55 of the 199 samples appear to not have the spray coat pattern on the sidewall of the tube. 5 samples were sent for functional testing and 3 of the 5 samples were below the specification limits. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and 5 tubes were selected for functional testing. No issues were observed as all samples met specifications. Complaints for sample quality are under statistical control for the month of september 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Machine faults were noted, however no quality issues or notifications were observed in product inspection and testing. All process and final inspections comply with specification requirements. Bd quality is continuously working to improve the ability to identify causes or contributors to additive issues for future enhancements to product monitoring and investigation. This complaint has been confirmed for the indicated failure mode clotted specimens. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Bd quality will continue to monitor sample quality complaints.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes the samples were clotting. The samples were redrawn and clotting continued. This occurred 6 times. There was no report of impact to the patient or user.